Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have high blood glucose of 465 mg/dl. Customer's throat was dry and customer was feeling dizzy due to high blood glucose. Customer treated high blood glucose with insulin shots. Customer was advised to monitor her blood glucose. Customer will not be returning the device for analysis.